Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged that the down arrow was under responsive. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: on investigation, the keypad cover was intact and without damage. On testing, all keypad buttons demonstrated normal response. Investigation did not duplicate the complaint. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons.